Manufacturer narrative:
A field service engineer (fse) was dispatched for the event. The fse checked the prepplus and tested different tubes. No technical problems were found. Root cause of event is due to the customer using sample tubes that were not validated for the prepplus. (B)(4).

Event description:
A customer reported to beckman coulter, inc. (Bec) that their coulter prepplus was making blood drops and splashes in front of the instrument. This issue occurs only when the customer uses becton dickinson (bd) vacutainer ref. (B)(4) (lithium-heparin) and ref. (B)(4) (sodium-heparin) and not with trumo venosafe tubes ref. (B)(4). These tubes are from bd but not listed in the labeling. Labeling instructs the user to test unlisted tubes for acceptable use with the prepplus and the laboratory's application. The operator was wearing personal protective equipment (ppe) at the time of the event. There was no exposure to open wounds or mucous membranes and medical attention was not sought. There was no death, injury or change to patient treatment attributed or connected with this event.